Event description:
It was reported that the patient was presented for a device changeout procedure. Prior to the procedure, upon interrogation, it was noted that the atrial lead exhibited noise over-sensing resulting in inappropriate mode switch episodes. The atrial lead was capped and replaced on (B)(6) 2024. The patient experienced no consequences.